Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/24/2010 and 09/08/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported two patients (three eyes) with unexpected postoperative outcomes following intraocular lens (iol) implant surgeries. Add'l info has been requested. There are three medical device reports for this event. This report is for the first patient, right eye.